Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient's ipg site was washed out due to a suspected infection. However, during the wash-out procedure, the physician noted that there was no infection. There have been no reports of further complications regarding this event.